Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented remotely via merlin.net and the right ventricular lead exhibited noise reversion episodes. The patient was brought into the clinic for further evaluation and isometrics revealed that noise was reproducible. On (B)(6) 2016 the lead was partially explanted and capped along with being replaced. No additional information was reported.

Manufacturer narrative:
Final analysis found only the distal portion of the lead was returned. An external abrasion was noted at 45.0 cm to 45.8 cm from the distal tip which breached the outer insulation. The abrasion contributed to the reported noise.